Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. The reported field event of out of range pacing lead impedance measurements was confirmed in the laboratory. During bench testing, it was found that the impedance measurement function of the device was providing incorrect values due to a suspected circuit failure. The failure was lost after the device was tested using automated test equipment and could not be reproduced.

Event description:
It was reported that out of range impedance measurements were observed on stored records. The patient had undergone multiple periods of dialysis which coincided with the out of range measurements. All measurements when tested in clinic were normal. The physician elected to explant and replace the device.